Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences. Following the procedure it was noted that there were black burn marks on the bur.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences. Following the procedure it was noted that there were black burn marks on the bur.

Manufacturer narrative:
The reported event was duplicated. Upon disassembly the device was confirmed to have brinelled drive shaft bearings.